Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal left anterior descending artery with mild tortuosity and heavy calcification. A non-abbott stent was deployed to treat the lesion. The 3.0 x 15 mm voyager nc balloon was prepared per the instructions for use, and advanced for post-dilatation. Some resistance was noted with the vessel. The balloon was inflated for the first time to 16 atmospheres (atm); however, a balloon rupture occurred. The device was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, guide cath: mach 1, stent: cypher 3.0x23mm. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.